Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a fan speed error. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that there was a fan speed error. Onsite service is currently pending. This investigation is ongoing.

Manufacturer narrative:
It was reported that there was a fan speed error. At a later time, the customer called again and requested onsite service. Onsite service is currently pending. This investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) went onsite and replaced the cooling fan to resolve the reported issue. The philips asp replaced the cooling fan to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a fan speed error. The customer declined service and repair. The customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.